Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 10:18 am CT. The report number is being corrected from: 2134265-2018-64541 to: 2134265-2018-63027.

Event description:
It was reported that the catheter lost suction. A 2.4mm jetstream catheter was selected for an athrectomy procedure in the long superficial femoral artery (sfa). During the procedure, the device was used for one run blades down and it worked fine. The device was pulled back to do another run blades down, and the device seemed like it lost suction. The device was kind of sticking and would not suction back for a bit. The procedure was completed with another of the same device. There were no patient complications reported. Returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed 2 small kinks on the catheter shaft. The kinks were located 6cm and 8cm from the tip. The device ran as designed pertaining to the rotation of the device. Functional analysis was done by completing the aspiration testing of the device per the test procedure. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-64ml= 48ml). The minimum amount of fluid that is aspirated per the test procedure specification sheet is 30ml per minute and the maximum is 56ml per minute. Test results showed that this device did perform as designed per the test procedure specification sheet withdrawing 36ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling issues. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed.

Event description:
It was reported that the catheter lost suction. A 2.4mm jetstream catheter was selected for an athrectomy procedure in the long superficial femoral artery (sfa). During the procedure, the device was used for one run blades down and it worked fine. The device was pulled back to do another run blades down, and the device seemed like it lost suction. The device was kind of sticking and would not suction back for a bit. The procedure was completed with another of the same device. There were no patient complications reported.